Manufacturer narrative:
(B)(6). Investigation results: summary: the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The image provided by the customer was verified and it was possible observe barrel damaged ¿ this damage caused the leakage. The potential cause for the problem is a barrel jam on assembly machine system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a photo was received, and it is possible observe tip breakage. DHR review: the process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection at assembly process each 2 hours at 36 parts and visual inspection at packaging process each 2 hours at 1 cycle. Qn review: no quality notification (qn) related to defect were observed. Maintenance review: no maintenance records related to defect were observed. Root cause: a DHR evaluation was performed and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: barrel jam on assembly machine; that jam is inherent to the manufacturing process and occurs occasionally on the process. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported there was leakage found on a bd solomed¿ syringe when aspirating medication. There was no report of injury or medical intervention.